Event description:
It was reported that a bd ultra-fine¿ insulin syringe was being used for hormone application in her child, and the medication would not aspirate. The rubber plunger appeared loose.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 6355896. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for plunger loose, stopper loose and plunger difficult/unable to operate (cannot aspirate medicine) on lot # 6355896. A review of the device history record was completed for batch# 6355896. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: the returned syringe was examined and exhibited the plunger rod to be separated from the stopper due to a damaged plunger rod tip. This causes the syringe to be not able to draw properly. Sample will be forwarded to manufacturing (holdrege) on 04jan2019 for further review. On 04jan2019, holdrege received one (1) loose 1ml, 6mm, 31g syringe in an opened polybag from batch# 6355896. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Visualization of the stopper within the barrel under magnification noted that the plunger rod tip was found within the stopper. This means that whatever even caused the plunger rod tip to break off, it would have had to happen post-marrying of the stopper and plunger rod, and then assembly of the plunger rod/stopper into the syringe barrel, on the metro. Root cause description: possible root causes include too much force applied during initial activation of the device by the end user and/or a slight misalignment during assembly of the plunger rod/stopper into the barrel, causing assembly to be successful but also the plunger rod tip to break in the process. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe was being used for hormone application in her child, and the medication would not aspirate. The rubber plunger appeared loose.